Manufacturer narrative:
Method: a review of the mfg paperwork has been conducted. Results: the review of the mfg paperwork verified that this lot met all pre-release specifications.

Event description:
On (B) (6), 2007, the pt was implanted with a gore tag thoracic endoprosthesis to treat a 6cm thoracic aneurysm. In mid may, a f/u computed tomography revealed aneurysm growth of approx 1cm. An unspecified endoleak was noted. No treatment plan or reintervention has been decided or scheduled at this time. The pt is reported as doing well.